Manufacturer narrative:
This report is related to MDR 3011632150-2024-00037. The investigation related to this event was conducted due to an initially reported stent fracture (refer to report (B)(4)). A detailed review of all the lot history records pertaining to the manufacture of the relevant stent and delivery system lot showed no issues that were deemed related to the complaint investigation. The angiographic images were reviewed and it was confirmed that the 5.0 x 150 mm stent placed in the proximal sfa fractured. A type 3 fracture (full separation of stent crowns) can be seen just proximal to the region of overlap with the 5.0 x125 mm bm3d stent placed in the mid sfa. Approximately 20 mm above this, another stent fracture was present. This is possibly a type 1 fracture (single strut fracture) or a type 2 fracture (multiple single strut fractures). The fractured region of the complaint stent was reviewed at each timepoint throughout the patient's treatment (implantation on (B)(6) 2023, follow-up #1 on (B)(6) 2024 and follow-up #2 on (B)(6) 2024). The complaint was categorised as a "stent fracture (type ii to v)". The cause categories assigned were "user" and "physiological loading". The reported complaint is not related to a deficiency of the device. An occlusion was noted during the first follow-up procedure on (B)(6) 2024 (this report) as well as stenosis in the mid sfa (report 3011632150-2024-00034 and 3011632150-2024-00037) and proximal sfa (report 3011632150-2024-00033). It was understood by veryan that this occlusion was located in the distal sfa/popliteal artery of the patient and is therefore not related to the complaint stent which was located in the proximal sfa. It was concluded that the occlusion event is not related to the complaint device (related to report 3011632150-2024-00033). Section b.1. And section b.2. Were updated. Section b.5. Was updated, section d.4. Was updated as the device details for the second 5.0 x 150 mm stent were not provided, section g.6. And h.2. Were updated to reflect the type of report (follow-up 01) and reason. Section h.1. Was updated and section h.6. Was aligned with the conclusions of the investigation. Section h.11. Was updated to reflect the sections on this report that have changed.

Event description:
This report is related to MDR 3011632150-2024-00037. On (B)(6) 2023, the physician attempted to treat the full length of the right superficial femoral artery (sfa). The vessel was prepared via balloon angioplasty using a 4 x 150 mm device. The vessels showed calcification, lumen narrowing, and vessel collateralisation. The first 5.0 x 150 mm biomimics 3d (bm3d) stent was placed in the proximal sfa, and it was then post-dilated. The physician then deployed another 5.0 x 150 mm bm3d (the subject of this report) in the distal sfa and popliteal artery. The lot details of this 5.0 x 150 mm stent were not provided. A third 5.0 x 125 mm bm3d stent was placed in the mid sfa. This 5.0 x 125 mm stent was placed in overlap with the complaint stent proximally, and the other 5.0 x 150 mm stent distally. The procedure was then concluded with multiple balloon expansions throughout the length of the sfa within each bm3d stent. Improved blood flow was achieved. It is important to note that this sequence of stent deployments was not in line with instructions for use (IFU). The instruction given in section 5.2 is as follows: "if multiple stents are used, deliver the most distal stent first to minimize the risk of stent dislodgement/damage or unsuccessful delivery to target site.", "caution should be used when crossing the deployed stent with any adjunctive devices.". The physician did not adhere to the IFU in this case. On (B)(6) 2024, a follow-up procedure was performed in which a total occlusion of the distal sfa and popliteal artery was identified (this report). There was also a stenosis in the mid sfa (reports 3011632150-2024-00034 and 3011632150-2024-00037) and the proximal sfa (report 3011632150-2024-00033) where the complaint stent was placed. On (B)(6) 2024, a follow-up procedure was performed in which the physician treated the vessel using drug eluting balloon (deb) expansions. A 4 x 200 mm deb device and a 5 x 200 mm deb device were used. At this point, the physician identified a potential stent fracture in the 5.0 x 150 mm bm3d stent which was located in the proximal sfa region just proximal to the overlap with the 5.0 x 125 mm bm3d stent placed in the mid sfa.

Event description:
This report is related to MDR 3011632150-2024-00037. On (B)(6)2023, the physician attempted to treat the full length of the right superficial femoral artery (sfa). The vessel was prepared via balloon angioplasty using a 4 x 150 mm device. The vessels showed calcification, lumen narrowing, and vessel collateralisation. The first 5.0 x 150 mm biomimics 3d (bm3d) stent was placed in the proximal sfa. It was located 12 cm distal to the femoral bifurcation. Then, atherectomy was performed via a jet stream device to the p2 segment and the physician deployed another 5.0 x 150 mm bm3d (the subject of this report) in the distal sfa and popliteal artery. The lot details of this 5.0 x 150 mm stent were not provided. A third 5.0 x 125 mm bm3d stent was placed in the mid-sfa. This 5.0 x 125 mm stent was placed in overlap with the complaint stent proximally, and the other 5.0 x 150 mm stent distally. The procedure was then concluded with post-dilation 4.1 mm multiple balloon expansions throughout the whole length of the sfa/p2 segment. Improved blood flow was achieved. It is important to note that this sequence of stent deployments was not in line with instructions for use (IFU). The instruction given is as follows: "if multiple stents are used, deliver the most distal stent first to minimize the risk of stent dislodgement/damage or unsuccessful delivery to target site.", "caution should be used when crossing the deployed stent with any adjunctive devices.". The physician did not adhere to the IFU in this case. The physician reported that the 5.0 x 150 mm stent in the proximal sfa showed distortion following its deployment. On (B)(6)2024, a follow-up procedure was performed in which a total thrombotic occlusion of the distal sfa and popliteal artery/p2 segment was identified (this report). On (B)(6)2024, the thrombotic occlusion of the p2 segment was treated with thrombolysis as therapy. On (B)(6)2024, a check of the thrombolysis was made and a prophylactic balloon dilation was performed. There was also a stenosis in the mid-sfa (reports 3011632150-2024-00034 and 3011632150-2024-00037) and the proximal sfa (report 3011632150-2024-00033) where the complaint stent was placed. On (B)(6)2024, a follow-up procedure was performed in which the physician treated the vessel for in-stent stenosis using drug-eluting balloon (deb) expansions. A 4 x 200 mm deb device and a 5 x 200 mm deb device were used. At this point, the physician identified a type 3 stent fracture (full separation of stent crowns) in the 5.0 x 150 mm bm3d stent which was located in the proximal sfa just proximal to the overlap with the 5.0 x 125 mm bm3d stent placed in the mid sfa. No other stents were implanted following identification of the fracture. Additional information was provided via the complaint site since completion of the investigation, it was reviewed by veryan on (B)(6)2024. It provided additional details on the case including details that the physician had noted stent pattern distortion following this stent's deployment as well as additional details on the implantation procedure on (B)(6)2023 and follow-up procedures.

Manufacturer narrative:
This report is related to MDR 3011632150-2024-00037. The investigation related to this event was conducted due to an initially reported stent fracture (refer to report 3011632150-2024-00033). A detailed review of all the lot history records pertaining to the manufacture of the relevant stent and delivery system lot showed no issues that were deemed related to the complaint investigation. The angiographic images were reviewed and it was confirmed that the 5.0 x 150 mm stent placed in the proximal sfa fractured. A type 3 fracture (full separation of stent crowns) can be seen just proximal to the region of overlap with the 5.0 x125 mm bm3d stent placed in the mid-sfa. Approximately 20 mm above this, another stent fracture was present. This is possibly a type 1 fracture (single strut fracture) or a type 2 fracture (multiple single strut fractures). The fractured region of the complaint stent was reviewed at each timepoint throughout the patient's treatment (implantation on (B)(6) 2023, follow-up #1 on (B)(6)2024 and follow-up #2 on (B)(6) 2024). The complaint was categorised as a "stent fracture (type ii to v)". The cause categories assigned were "user" and "physiological loading". The reported complaint is not related to a deficiency of the device. In addition to the stent fracture (report 3011632150-2024-00033), a thrombotic occlusion was noted during the first follow-up procedure on (B)(6)2024 (this report) as well as stenosis in the mid-sfa (report 3011632150-2024-00034 and 3011632150-2024-00037) and proximal sfa (report 3011632150-2024-00033). It was understood by veryan that this occlusion was located in the distal sfa/popliteal artery/p2 segment of the patient and is therefore not related to the complaint stent which was located in the proximal sfa. The thrombotic occlusion was treated on (B)(6)2024 with thrombolysis therapy. On (B)(6)2024, the thrombolysis was checked and a prophylactic balloon dilation was performed. It was concluded that the occlusion event is not related to the complaint device (related to report 3011632150-2024-00033). Section b.5. Was updated with additional information received since the investigation was closed, section g.6. And h.2. Were updated to reflect the type of report (follow-up 02) and reason. Section h.6. Codes were updated. Section h.11. Was updated to reflect the sections in this report that have changed.

Manufacturer narrative:
This report is related to MDR 3011632150-2024-00037. There was no reported device malfunction and the device was not returned for analysis. The investigation is in progress. The reported patient effect of occlusion leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
This report is related to MDR 3011632150-2024-00037. The patient was implanted with two biomimics 3d (bm3d) stents (one 5.0 x 150 mm stent (device - the subject of this report) and one 5.0 x 125 mm stent (device 2) on (B)(6) 2023. There was a reintervention procedure performed on (B)(6) 2024 for an occluded stent. The devices are not returning. The event necessitated additional medical/surgical intervention to prevent further injury. The physician believes the incident was related to the devices. He was not sure if the occlusion was related to a device deficiency as the occlusion started proximal to the stent. Veryan's awareness date of this event was 12-jun-24.